Manufacturer narrative:
(B)(4). The device history record of batch numbers 74c1901112, 74d1902870 & 74g1901009 have been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. A nonconformance was issued for DHR 74d11902870 for another condition that is not related to the failure mode reported. DHR shows that the product was assembled & inspected according to our specifications. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accesory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. No corrective action can be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause.

Event description:
Per medwatch, it was reported that: slim capio suture capturing device needle broke off the prolene suture and the needle was stuck in the capturing device.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Per medwatch, it was reported that: slim capio suture capturing device needle broke off the prolene suture and the needle was stuck in the capturing device.